Manufacturer narrative:
(B)(4).

Event description:
The consumer reported she had a friend who knew someone that had problems with their stimulator. No patient symptoms were reported. If additional information is received, a follow-up report will be sent.